Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for this event. On an unreported date, the patient was treated with amikacin injection (250mg everyday), vancomycin injection (1g every 3rd day) and fluconazole tab (150mg every day) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.